Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The alarm and possible causes of the alarm were explained to the customer. Customer was unable to clear the alarm. Customer stated that she wanted to return the insulin pump for analysis. Customer's blood glucose level was 111 mg/dl. Insulin pump will need to be replaced. No additional information provided.